Event description:
It was reported that during implant, the lead helix was partially deployed when the package was opened. When the helix mechanism was attempted to be retracted it would not, so it was extended all the way but it felt like the helix was not moving smoothly. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.